Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge disengaged from the handle. The balloon was pulled into the procedural sheath as received. Upon unsheathing, the balloon was found with an inverted tip and the balloon was partially collapsed. The inverted balloon indicated that significant tension may have been applied during pull back. Under-pressurization can cause a pull through as the balloon will not be of sufficient size to remain abutted against the arteriotomy site. In addition, it was reported that the patient had a scar groin; scar tissue from previous catheterizations can attribute to difficulty during pull back, causing excessive tension to be applied to the device. An inflation test was performed to determine if there were leaks in the balloon, but no leaks were observed. The balloon passed all performance tests and was found to be within specification. Based on the provided information and the investigation performed, the probable root cause of the balloon pull through may have been due to excessive tension applied to the device. The review of the lhr (lot f1429005) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the physician was retracting the sheath when the balloon lost pressure. The device was removed and the patient was converted to manual pressure for less than 30 minutes. The patient was hospitalized for reasons unrelated to the mynx. Procedure type: intervention coronary sheath size: 6f. Additional info: there was no resistance while inserting the device. There was resistance while pulling back.